Event description:
Report received of a "tubing split" during power injection. The patient was having an unspecified diagnostic CT scan performed. The reporter stated that the tubing split occurred at the initiation of the injection. The exact location of the split was unspecified. The patient was receiving the contrast isovue at 2.5cc/sec. The amount of contrast infused was unknown. The infusion was stopped and the tubing set was replaced. The contrast infusion was resumed and the scan was completed without further incidence. There was no report of bleed back or blood loss. There was no reported patient harm or adverse patient effect. Although requested, no additional information was available.